Manufacturer narrative:
Through follow-up, it was learned that the patient is a female and that the reason for explant was due to halos and starbursts. The lens was explanted on (B)(6) 2017. The lens was replaced with a z9002 18.0 diopter. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury reported. The patient is doing well and fully recovered. (B)(6). If explanted, give date: (B)(6) 2017. Device available for evaluation ¿ yes, returned to manufacturer on 3/24/2017. Device returned to manufacturer ¿ yes. (B)(4). Device evaluation : the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Gender/sex: unknown/not provided. If implanted, give date: unknown/ not provided. If explanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was report that a zxr00 19.5 diopter intraocular lens (iol) was explanted. The lens was exchanged with a model z9002 iol. No additional information was provided.